Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was kinked within 3 hours of insertion. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.